Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2009 and pelvilace was implanted into the patient.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with tvh; due to stress urinary incontinence and uterovaginal prolapse. It was reported that the patient underwent mesh revision/removal on (B)(6) 2010.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 along with concurrent posterior vaginal repair and sacrospinous ligament suspension. It was reported that on (B)(6) 2010, the patient underwent pelvilace sling implant, urethrolysis, removal of old mesh and anterior vaginal repair.